Manufacturer narrative:
Product complaint # ==> pc (B)(4). Component code: g07002 - device not returned if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue ¿)? Was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 04/21/2021. Additional h6. Medical device problem code: a0401. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code jv395. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/21/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.